Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog number and lot codes of other device listed in this report: cat # 625-0t-28d, lot # 7964602; description: trident alumina insert. It cannot be determine which, if any of these devices may have caused or contributed to the pt's event.

Event description:
It was reported that, "according to the surgeon, the pt claimed to have hip pain. The x-rays showed that the implants were in good position. Pt was revised for hip pain."